Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 9/22/2016, the reporter contacted animas and alleged the patient had blood glucose (bg) of 425mg/dl with symptoms of difficulty waking up and increased urination. Ketones were not tested. During troubleshooting, it was found that the pump had lost prime 3 or more times and that the cartridges were not being used per IFU. Customer support attributed the excursion to training/misuse. This complaint is being reported as the patient had hyperglycemia subsequent to use error.